Event description:
It was reported that this pacemaker reverted to safety mode. As a result, device replacement was recommended. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up 1 (additional information) this report is being submitted to update section b1, b2, b5, d6b, h1 and h6 codes. We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted to safety mode. As a result, device replacement was recommended. No adverse patient effects were reported. Additional information indicated that this pacemaker was explanted. No additional adverse patient effects were reported. This device has not been returned.